Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they were trying to increase the stimulation with their controller and nothing was happening. The patient noted the battery is half-charged or half full. On (B)(6) 2015, the patient reported that they had experienced a loss or change of therapy. The patient noted when she first got device she could feel stim at 1.0 volts. The patient turned the stim all the way to 1.5 volts and could barely feel it. Last night in middle of night, the patient felt a little stim. This morning she felt a little stim and now nothing. The patient was told it is based on if she has symptom relief. The patient noted that is hard to tell because symptoms had never gone away completely. The patient had only had stim a month and some times she gets some symptom relief and sometimes she doesn't. The patient wanted to know if there was something wrong with her ins (implantable neurostimulator ). Regarding, were there any medical procedures/emi that could be related to this issue, it was noted: no. Regarding if there were any trauma/falls reported that could be related to this issue, it was noted: no. The patient was only the second person to have this with her doctor and he didn't know much about it. Symptoms reported were: lack of stim sensation. Event date: (B)(6) 2016. It was explained to the patient if she can communicate with her pp (patient programmer) with ins the ins is not dead. Indications for use were noted as: gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient later indicated that they did not received the support they were hoping for until they contacted the representative a week ago and he was very helpful.